Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. It was reported the abbott care team called a patient who could not talk on the phone. The spouse reported that the patient¿s device was removed because it didn¿t help. The patient declined to assist with further good faith efforts. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their scs ipg removed on an unknown date as the device was not effective at delivering pain relief. Further information was not available.